Event description:
It was reported that the patient had lost 30 pounds in the year prior to the report. The patient¿s system was still working fine but 3 to 4 weeks prior to the report while their grandchildren were sitting on their lap they noticed that their system felt loose and out of place. The device felt like a hernia and it hurt really bad. The patient saw their regular doctor and was told to push the device back in. The patient was still receiving effective stimulation and there was no redness or swelling at the site of the stimulator. The patient had not seen a different doctor at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 3487a, lot# l37078, implanted: (B)(6) 1996, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type: extension. (B)(4).